Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to cracked/damaged u6 chip on electrical board 2. Device unable to verify audio/vibrate anomaly, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump was constantly vibrating with a full black screen. Customer stated that the insulin pump did not pass the self-test. No harm requiring medical intervention was reported. The device will return for the analysis.